Event description:
The customer reported that during a cystectomy, the device knife came off of the jaw track and was reported as being exposed from beyond the jaws. The surgeon opened another instrument to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.